Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. The ventilator was tested on a known good docking cradle. When the ventilator was seated on the docking cradle, an "inop" alarm occurred. The alarm was audible and visual. Bench testing revealed the main flex component jp8 was not seated properly on the hybrid board. Carefusion re-seated component jp8, and the inop alarm issue was corrected.

Event description:
It was reported by the customer that the inop light came on during set up. There was no report of any patient harm or involvement associated with this complaint.